Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. Evaluation of the customer samples was performed and label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for label lift with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 400 bd vacutainer® sst¿ blood collection tubes experienced no label/missing label information. The following information was provided by the initial reporter: material no. 367986 batch no. 9042892 label is falling off 367986 in flat.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 400 bd vacutainer® sst¿ blood collection tubes experienced no label/missing label information. The following information was provided by the initial reporter: material no. 367986 ,batch no. 9042892. Label is falling off 367986 in flat.

Event description:
It was reported that 400 bd vacutainer® sst¿ blood collection tubes experienced no label/missing label information. The following information was provided by the initial reporter: material no. 367986 batch no. 9042892 label is falling off 367986 in flat.

Manufacturer narrative:
The investigation has been updated. The following information has been updated: h.6. Investigation: rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. CAPA 1064141 was opened for this issue. H3 other text : see h.10.